Event description:
It was reported that on (B)(6) 2020 the patient had liver dysfunction. The relationship between the liver dysfunction and the pump was low, but it could not be denied.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On 19sep2022 the review of files of this event type was completed. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event of hepatic dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). No product is available for investigation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists hepatic dysfunction as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.